Event description:
It is reported that the pt was inserted with the PICC line on (B)(6) 2011 for the purpose of chemotherapy. He moved into hospital for another process of treatment on (B)(6) 2012. On the morning of (B)(6) 2012, the nurse found the catheter slipping into body. Doctors immediately used x-ray to confirm the location of the missing catheter, and finally found it in the axillary vein. At last, the missing catheter was picked out with the help of ir.

Manufacturer narrative:
The complaint is confirmed. The complaint sample was returned in two sections. The proximal section contains the assembled 4fr two piece connector. The distal section contains a loose section of 4 fr groshong catheter tubing. The two piece connector was separated and the distal connector was split apart with a knife in the lab. The compression ring was found seated in its correct assembly position. A cross sectional view of the distal connector was observed under 10x magnification. It shows the compression ring seated distal to its tapered seat. This is due to the locking mechanism of the proximal connector at assembly. Prior to assembly the compression ring is seated proximal to the taper bone. The proximal end of the catheter was observed under magnification. No assembly deformation was observed at the proximal end of the tubing. No mfg defects were observed with the complaint sample. According to the product IFU, ¿retrieve the oversleeve portion of the connector and advance it over the end of the catheter. If you feel some resistance while advancing the oversleeve, gently twist back and forth or spin to ease its passage over the catheter. Gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks. With a straight motion, slide the oversleeve portion of the connector and the winged portion of the connector, aligning the grooves on the oversleeve portion of the connector with the barbs on the winged portion of the connector.¿ this may be a user technique issue. A lot history review (lhr) or reve0803 showed no other similar product complaint(s) from this lot number.